Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prior to use on patient jnj representative was made aware of the "incorrect sleeves for reamer handles". Tops of reamers disengaging. Surgery was completed. No ae to patient.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.